Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the dissection tip had cracked vertically down the body of the tip. There was some blood present near the cone end, where the crack had initiated. Based upon the visual observations, the reported complaint "tip was cracked and had condensation inside the tip" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical end of the dissection tip on the vasoview 6 evh system was cracked and had condensation inside the tip. The procedure was completed with the same device. There were no pt effects. The product was returned.